Manufacturer narrative:
H2 additional information noted in section g continuation of d10: lot numbers were updated part number 9735787, lot number: 19110045 part number: 9735773, lot number: 1913. H3 a representative went to the site to preform system check out. It was noted that the batteries were overheating. It was suspected that the uninterrupted power supply (ups) and battery error. The batteries and ups replaced and the system preformed as intended. B01, c02, d02 the ups was tested with accompanying battery for a 24hr. Period and shut down due to battery over heating. Ups was then tested with known good battery and performed as normal. B01, c19, d15 the battery was returned and tested and it was noted that the battery was defective. It failed to maintain power to ups due to battery over heating. B01,c02,d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: unk. Product ID: 9735773, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the main cart is powering off even when connected to the wall. Manufacturer representative was able to monitor the system and left it on for about 20 minutes. The main cart powered off. The camera cart remained on. It was noted that the battery was hot. No patient present.